Event description:
It was reported that the patient underwent initial procedure on (B)(6) 2015 utilizing the slimplicity anterior cervical plating system. Subsequently, it was identified that the two most caudal locking tabs fractured, allowing the screws to begin to back out. Revision was performed the week of (B)(6) 2015 to remove and replace the anterior cervical plate 2-level 37mm (acp237) with another plate of the same size. The explanted plate was not available for evaluation.

Manufacturer narrative:
Evaluation was not possible as the device was not returned. Information provided includes a photograph of the explanted acp plate and one pre-revision radiograph. All information provided was reviewed by a medical professional and it was determined that the information provided is not sufficient in making a root cause determination. Review of manufacturing history was not possible as the lot number was not available. A two-year complaint history for all part numbers in the acpxxx family of slimplicity acp plates did not reveal a trend for reports of this nature. This is a known risk of the procedure. Associated instruction for use (lbl-IFU-005) slimplicity® anterior cervical plate system states under potential adverse events: "8. Bending, loosening, fracture, disassembly, slippage and/or migration of the components.", and under warnings: "potential risks identified with the use of this device system, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, necrosis of the bone, neurological injury, and/or vascular or visceral injury." Device not returned to the manufacturer.